Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: interference/noise was observed. There were non-physiologic intervals noted on the atrial egm channel.

Event description:
It was reported that there was noise on the atrial egm and atrial high rate episodes were detected. The lead is still in use. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.